Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a biopsy forceps stuck in the channel/foreign material, unable to advance forward or pull back. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by physical stress applied to the channel during device handling by the user. The events can be detected/prevented in accordance with the following instructions for use: inspection of the instrument channel; using endotherapy accessories. Olympus will continue to monitor field performance for this device.